Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer controller issue. A field service engineer replaced the drawer controller and reseated the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary had cubie drawer failure, and the device displayed an error message. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.